Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2015. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the knife blade would not retract and the jaws would no longer open while on the patient's tissue during a bowel case. The surgeon used a clamp in order to retract the knife and open the jaws of the device. There was no injury and the patient is reported to have recovered.